Event description:
It was reported, the surgeon questioned varus/valgus accuracy of femoral cut. Reporter was in the case and everything went as it should. The surgeon redid the move three times and kept getting the same result and he felt the 0.0 was cutting valgus into the cut. He then went to 1.0 varus to play on the safe side and proceeded to cut the femur and still felt it was cutting valgus into the femur. The case ended up good however he didn't like the femoral cut and was questioning the accuracy. Surgeon's other two cases today had no issues. [The surgeon] did not go and make a revision cut he continued with the procedure and made up for the valgus in other areas.

Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The complaint was confirmed as the logs showed the customer approaching 0 deg v/v as reported. The returned device passed all functional testing. The root cause was determined to be misinterpretation of the oa+ system. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.